Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while drawing the bd plastipak¿ 3ml syringe experienced a crack n syringe. The following information was provided by the initial reporter: when drawing up vaccine, I noticed an air bubble in the syringe on the other side of the black rubber where there should be none. Upon closer inspection of the syringe, I noticed a 2cm crack on the outside of the syringe. I immediately activated the safety glide and put the syringe and vaccine aside.

Event description:
No additional info received.

Manufacturer narrative:
Investigation summary: sample and photo received by our quality team for investigation. Through visual inspection, cracked barrel is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with damage in the transfer disc assembly. Adjustment in the assembly dial will be implemented.